Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient's system was unable to enter MRI mode and experienced ineffective therapy. Troubleshooting revealed high impedances on the leads. Following weight loss, the ipg migrated slightly and the patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was explanted to address the issue.